Event description:
The customer's mother called to report that the insulin pump was not recording the bolus deliveries or active insulin time properly. The mother also stated that she reviewed the alarm history, and the insulin pump has not given any no delivery alarms. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.